Event description:
A report was received that the patients ipg was slightly inverted and would not connect with the charger. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was repositioned. The patient was doing well postoperatively.